Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, the interrogation of the device took a long time and parameters settings were different compared to previous settings. A switch to standby mode was suspected at the time of the interrogation. However, there was no message displayed to the user indicating the need for device re-initialization. An explanation is required. Preliminary analysis confirmed the device was found in standby mode.